Event description:
Boston scientific received information that this right ventricular (rv) lead and right atrial (ra) lead had dislodged shortly after implant. The ra lead was successfully repositioned. However, the rv lead was examined and tissue was noted in and on the helix preventing it from fully extending. The physician attempted to remove the tissue, but ultimately elected to implant a different lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.